Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (6.0 mg/ml at 1.9965 mg/day from (B)(6) 2015 to (B)(6) 2015 and then increased to 2.2023 mg/day on (B)(6) 2015) via an implantable infusion pump. The pump's indication for use (IFU) was noted as non-malignant pain. The patient had a loss of efficacy during the week prior to (B)(6) 2015. The hcp programmed a rate increase with minimal relief. A catheter access port (cap) contrast study was delayed due to a vacation and other appointments, but the dye study was finally performed on (B)(6) 2015. There was an inability to aspirate from the side port during the study; however, there was good layering of contrast in the subdural space. It was reported that there was catheter occlusion. The event resulted in an unscheduled clinic or office visit. The catheter was explanted and replaced on (B)(6) 2015 and the event resolved without sequelae on that date. A follow-up report will be sent if additional information is received.